Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient believed their device had ¿turned around.¿ it was noted that the patient¿s healthcare provider had moved and they needed a new healthcare provider. They were given listings of healthcare providers in their area, and it was recommended that they follow up with their new healthcare provider about the device issue. There were no patient complications reported as a result of this event.